Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative informed the site, but the parts have not been replaced. Additionally, no parts have been received by the manufacturer for evaluation. A successful system checkout was performed.

Event description:
A medtronic representative reported that the during a planned maintenance (pm), it was observed that the motor controller board and hand switch needed to be replaced. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motor control board of the imaging system was passing testing and was not replaced as a result of passed testing. It was reported that cosmetic damage was noted on the hand-switch of the imaging system. Though the damage occurred, it would not affect core functionality of the imaging system. The hand-switch was replaced but is not related to the reported motion issue. The representative reported that the rotor of the gantry was realigned on the imaging system additionally. The imaging system then passed the system checkout and was found to be fully functional.